Event description:
It was reported that the patient experienced intermittent dizziness. The patient presented to clinic and the right ventricular lead exhibited noise, causing inhibition of pacing. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.